Event description:
It was reported, the pt was unable to increase the amplitude of the stimulation without the system auto-reducing. The sjm representative met with the pt and diagnostics determined over half of the contacts on the lead were invalid. It was reported reprogramming was initially able to resolve the issue. The pt met with the physician and was dissatisfied with the stimulation coverage, and wanted the same stimulation he had previously. The physician may undergo surgical intervention at a future date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.